Event description:
A malfunction with code malf 0 was reported, but no notable events occurred prior to the issue. It was confirmed that the customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump and assisted the customer with this process, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue appeared again, which they understood.